Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed, and there was a tip electrode (non-electrical) finding. It was also noted that there was blood in/on the helix mechanism and that the lead was damaged at implant. The analyst noted that the guide tooth was damaged which prevents the helix from extending and retracting.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced with an epicardial lead. It was also reported that the atrial lead had dislodged and had intermittent capture in multiple positions. After repeated positioning attempts, the helix would not retract. The lead was removed and not replaced. No patient complications have been reported as a result of this event.